Event description:
It was reported that a smiths medical pump alarmed "no disposable - clamp tubing". Pump settings: rate 2.1, res vol: 76.1ml, given: 17.90, ml. Air in tubing was noted. No injury to patient. No further information available.